Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1yg04, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had symptom return since (B)(6) 2021. At the time, they did not report any incident or falls that could have affected the neuromodulation system. As stated earlier in the report, they mentioned picking up their dog regularly (12 pounds). They consulted the medical team in (B)(6) to perform troubleshooting and it turned out that the impedance check was conclusive (all electrodes pairing over 4000). Patient was scheduled for a lead revision on (B)(6) 2021. During the surgery, the surgeon realized that the lead was not connected to the ipg. The proximal tip of the lead was broken. Instead of seeing the normal characteristics of the proximal tip, we could only see a wire. The rest of the proximal tip was still in the ipg. The surgeon attempted to remove the broken pieces of the lead out of the ipg but was unsuccessful. The surgeon decided to implant a new ipg on top of revising the lead. Surgery was done successfully. The issue was confirmed resolved.

Manufacturer narrative:
H3: product analysis #(B)(6) :analysis information -- (B)(6) 2021, 08:28:25 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 3889-28 lot# va1yg04 serial# implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.